Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify button keypad anomaly, a21 and a45 alarm due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received insulin pump error, crack at reservoir, moisture in the reservoir compartment and button error. The customer¿s blood glucose was 305 mg/dl. Customer was treated with injection. Customer stated that the button error alarm was not present in history at or around the time that the pump was exposed to moisture. Customer was unable to get to the alarm history because the insulin pump kept shutting off throughout the call. Troubleshooting was performed. The insulin pump will not be returned for analysis.